Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a repeat cesarean section procedure on an unknown date. During the procedure, the needle passed nicely on the first pass but then broke on the second pass. The needle fragment was removed during the same procedure with no adverse patient consequences.